Manufacturer narrative:
Device is a combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device has been received for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was also returned for analysis attached to a snare device. The stent was stretched and damaged throughout. No kinks were noted along the shaft of the device. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present on the tip, therefore indicating the device had been used in vivo. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention a stent was dislodged. The 90% stenosed target lesion was located in the mid right coronary artery (rca). An unspecified stent was used first to implant in the mid rca then followed by a 3.50 x 12mm promus element stent which was used to treat the target lesion. The stent was able to reach the proximal rca but could not cross beyond the area. After several attempts to cross the lesion the stent was then noticed to have dislodged inside the patient and hanged at the tip of the guiding catheter. The stent was then retrieved using a snare and the procedure was completed with a different device. No complications were reported and the patient's status was good.

Event description:
It was reported that during percutaneous coronary intervention a stent was dislodged. The 90% stenosed target lesion was located in the mid right coronary artery (rca). An unspecified stent was used first to implant in the mid rca then followed by a 3.50 x 12mm promus element stent which was used to treat the target lesion. The stent was able to reach the proximal rca but could not cross beyond the area. After several attempts to cross the lesion the stent was then noticed to have dislodged inside the patient and hanged at the tip of the guiding catheter. The stent was then retrieved using a snare and the procedure was completed with a different device. No complications were reported and the patient's status was good.